Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the forceps (jaws) of the device are not opening properly. Another device was used to complete the procedure. There were no adverse consequences to the patient.